Manufacturer narrative:
(B)(4).

Event description:
The user reported successful treatment on one occasion. On the second treatment, the device got very hot and caused a burn on her leg then failed to operate. The user returned the unit to the retailer. She visited an urgent care center and was treated with oral antibiotics. The unit has not been received for analysis.

Manufacturer narrative:
Indication of use: removal of unwanted body and/or facial hair in adults with fitzpatrick skin types 1-4. The device has not yet been received for analysis. Follow-up information will be provided when the cause of the device malfunction is known.

Event description:
The user reported successful treatment on one occasion. On the second treatment the device got very hot and caused a burn on her leg then failed to operate. The user returned the unit to the retailer. She visited an urgent care center and was treated with oral antibiotics. The unit has not been received for analysis.